Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (batch no. 672573-inv,b72573) inserted. The patient's medical history included morbid obesity, multigravida (four pregnancies) and parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. Batch number ess305/672573 is invalid. Batch no: b72573; production date: 2013-09-20; expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (batch no. B72573) inserted. The patient's medical history included morbid obesity, multigravida (four pregnancies) and parity 3. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc, we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure (batch no. B72573) inserted. The patient's medical history included obesity, multigravida (four pregnancies) and parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.